Event description:
On several occasions, members of the anesthesia dept and pacu have put this item together only to find out that the one-way valves incorporated in this item were installed backwards precluding the pt from receiving proper, if any, fresh o2 flow. In one instance, staff transported a pt to ICU, not realizing that they had assembled this equipment incorrectly and pt received no supplemental oxygenation. In rptr's opinion, it is far too easy to inadvertently misassemble this item.